Event description:
A pt called lifecor customer support to report that he was getting many "no rate", adjust belt" and "check belt" messages. Support verified that the garments fit correctly. They also confirmed that the ECG electrodes were placed correctly against his skin and that he was using a small amount of lotion. Support sent a replacement monitor and belt.

Manufacturer narrative:
Monitor 2005. Electrode belt 2007. Device evaluation of electrode belt and monitor has been completed. The reported problem was confirmed. The monitor was tested and was found to be fully functional. It was restocked. The electrode belt was found to have a short circuit in the input cable of ECG a. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unk. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt and monitor.